Event description:
A report was received that the patient underwent a lead revision due to ineffective therapy. The physician, suspecting malfunction, replaced the paddle lead. The physician indicated that two contacts appeared as if they had been dislodged but were still connected to the lead. The patient was reportedly doing well after procedure.

Event description:
A report was received that the patient underwent a lead revision due to ineffective therapy. The physician, suspecting malfunction, replaced the paddle lead. The physician indicated that two contacts appeared as if they had been dislodged but were still connected to the lead. The patient was reportedly doing well after procedure.

Manufacturer narrative:
The lead passed all photographic imaging, electrical, and mechanical tests performed. Visual inspection revealed that electrode #8 was partially dislodged from the lead. The cause of the dislodgment is unknown.